Manufacturer narrative:
(B)(4). The incident device has not yet been received for evaluation. Once the incident sample has been received and evaluated, a follow-up report will be submitted.

Event description:
During incoming inspection by covidien japan quality assurance personnel, the pencil self-activated. No patient was involved and no injury occurred.